Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion, as the estimated remaining longevity dropped from 14.5 years remaining in august 2016 to 3.5 years remaining in july 2018 to end of life (eol) indicator in october 2020, at which time the patient refused device replacement. However, the patient more recently agreed to a revision procedure, and surgical intervention was performed to explant and replace the device. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion, as the estimated remaining longevity dropped from 14.5 years remaining in (B)(6) 2016 to 3.5 years remaining in (B)(6) 2018 to end of life (eol) indicator in (B)(6) 2020, at which time the patient refused device replacement. However, the patient more recently agreed to a revision procedure, and surgical intervention was performed to explant and replace the device. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. Update: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.